Event description:
Related manufacturer reference number: 2017865-2025-1002189. Related manufacturer reference number: 2017865-2025-1002190. It was reported that a bradycardic patient presented to the emergency room with both their right atrial and right ventricular leads failing to capture. It was also reported that the implantable pacemaker was subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker and both leads were explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported event of failure to capture was confirmed. As received, a complete lead was returned in two pieces. Visual examination noted an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region. The cause of the reported event was due to the exposure of the outer coil in the abrasion region consistent with friction to device can.